Manufacturer narrative:
The delivery system was returned after being partially unpacked for the procedure. The delivery system was visually inspected and a brown particulate ~3/64" in length was observed. Materials analysis was performed on the brown particulate and on control samples. The particulates from the complaint device were isolated from the packaging. During product evaluation of the complaint device, particulate was removed from the packaging and placed on glass slide for evaluation and analyzed with fourier transform infrared spectroscopy (ftir). Based on the ftir analysis, the particulates showed similar absorption characteristics to cellulose. Therefore, it is possible that the observed particulate is cardboard material from the device shipping box. A device history review (DHR) was performed and the relevant work orders did not reveal any manufacturing related issues that could have contributed to this complaint. A review of lot history revealed no other similar complaints associated with the relevant work order for ¿packaging ¿ contamination particulates- pouch, tray. A review of complaint history reveals that the occurrence rate for packaging ¿ contamination particulates- pouch, tray did not exceed the june 2017 control limits for the trend category ¿packaging, contamination. No instruction for use (IFU) or training deficiencies were identified. Inner and outer surfaces must be inspected for embedded particulate and loose particulate on both patient and non-patient contact surfaces. This inspection is performed several times throughout the assembly and manufacturing process for each of the device components. The complaint for ¿packaging ¿ contamination particulates- pouch, tray¿ was confirmed through visual inspection of the returned delivery system and chemistry analysis. A review of complaint history, lot history and manufacturing mitigation's did not indicate any manufacturing non-conformance that would have contributed to the complaint event. The returned device and ftir analysis of the material confirmed the presence of cellulose like material. It is possible that the cellulose material is paper material, such as from cardboard or corrugated shippers. However, at this time engineering is unable to determine a root cause for the event based on available information. As noted in the complaint description, the brown particulate was only noted after the pouch was opened and ¿it was not able to be confirmed if the particulate existed in the pouch prior to opening the pouch.¿ the complaint of packaging ¿ contamination particulates- pouch tray was confirmed based on visual inspection and ftir analysis. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds the june 2017 control limits for this trend category. Therefore, no corrective or preventative action is required. However, as a precaution awareness training was performed for this issue.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during device preparation for a transfemoral tavr procedure, a 23 mm commander delivery system was opened and a brown-colored foreign material in the upper side of pouch was observed. The particulate was not in contact with or adherent to any component of the delivery system. The size of foreign material was reported to be approximately 0.5 mm. It is unknown if the particulate existed in the pouch prior to opening.